Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 1.2mmx15mmx142cm coyote fc balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. A pinhole was noted after removing the device. No patient complications were reported and the patient status was good.